Event description:
The patient's family member reports the device system was removed due to infection. No patient symptoms were reported. The date of explant is unknown. Additional information has been requested from the hcp but was not available on the date of this report.